Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was partially detached in the distal section, twisted and tangled. There was also imaging core coil and a broken drive shaft. The hub, telescope sheath and tip were not returned for analysis.

Event description:
It was reported that a catheter issue occurred, resulting in surgery. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified mid left anterior descending artery. The opticross imaging catheter was selected for intravascular ultrasound examination (ivus) of the vessel. Between pre- and post- usage, 3-4 catheter pullbacks were performed. After a 2.50 x 15 mm non-boston scientific stent was placed, the opticross imaging catheter was advanced for ivus examination. The catheter got caught on the stent edge during ivus, but after several pushes, the catheter was able to be released from the stent. When the catheter was being removed, it got stuck around the brachial area. The catheter was cut, and attempts were made to remove it with a guide extension catheter and various other medical procedures, without success. The decision was made to transfer the patient to a different hospital for a surgical procedure and the catheter was safely removed. At the time of reporting, the patient was in the hospital and progressing fine.

Event description:
It was reported that a catheter issue occurred, resulting in surgery. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified mid left anterior descending artery. The opticross imaging catheter was selected for intravascular ultrasound examination (ivus) of the vessel. Between pre- and post- usage, 3-4 catheter pullbacks were performed. After a 2.50 x 15 mm non-boston scientific stent was placed, the opticross imaging catheter was advanced for ivus examination. The catheter got caught on the stent edge during ivus, but after several pushes, the catheter was able to be released from the stent. When the catheter was being removed, it got stuck around the brachial area. The catheter was cut, and attempts were made to remove it with a guide extension catheter and various other medical procedures, without success. The decision was made to transfer the patient to a different hospital for a surgical procedure and the catheter was safely removed. At the time of reporting, the patient was in the hospital and progressing fine.